Event description:
Disposable forceps used to biopsy tissue during bronchoscopy was found to be broken when removed from scope. Piece missing was about 1 mm. In size. Unable to locate. No apparent problem with pt. Limited CT of lung negative.